Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that her daughter was hospitalized due to high blood glucose readings. The mother stated that her daughter was in a second seizure for 5 months as a result of going low. The mother stated that the first time they caught it was at home and the second time was at school. The mother stated that the daughter was treated with glucagon. The mother stated that their belt clip also broke. The customer will be sent a replacement belt clip.